Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after confirming flash back using the bd insyte¿ autoguard¿ bc shielded IV catheter, the bc valve didn't work and blood leaked. Found during use. No reports of blood exposure, serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: device/batch history record review: yes. Reason: DHR¿s are available for reviews as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable. Findings: a total of (B)(4) units were manufactured on afa line (B)(4) from 28jan18 through 31jan18 and packaged on line (B)(4) from 30jan18 through 1feb18. All challenge, set up and in process samples were performed according to the quality control plan and all passed per specifications. No issues were found. The peura (end user risk analysis): yes. Reason: the peura is required for all MDR reportable investigations. Findings: rm5835 rev 12 version j was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis: observations and testing: received one used 24ga iag bc catheter-adapter assembly within an open package from lot number: 8024568. Visual/microscopic examination: traces of blood were observed throughout the unit (tubing, septum). No mechanical/physical damage was observed to any of the components. The actuator and septum were present and were properly seated in place. A lab provided luer lock syringe was connected to the female luer of the adapter and the actuator was successfully pushed through the septum confirming slit presence. The returned catheter/adapter assembly was dissected to evaluate the septum pierce (slit). The slit was present per specification, a surface tear was observed around one of the slit legs. Investigation conclusion: root cause: relationship of device to the reported incident: indeterminate. Comment: there was no definite physical or mechanical evidence that confirmed and supported manufacturing process related issues for the defect observed in this incident. No physical evidence to confirm or to support manufacturing process related issues for the defect. The returned for investigation had been used, therefore the blood escape test could not be performed. The surface tear found on the leg of the slit was did not go through the septum or formed a hole therefore, is not considered a contributive factor for leakage.

Event description:
It was reported that after confirming flash back using the bd insyte¿ autoguard¿ bc shielded IV catheter, the bc valve didn't work and blood leaked. Found during use. No reports of blood exposure, serious injury or medical intervention noted.